Event description:
It was reported that the activa rc wireless recharger was unable to be turned on when a patient attempted to charge an implantable pulse generator (ipg). The patient also observed a running green light at the battery indicator. Troubleshooting was attempted by advising the patient to hold the on/off button for one minute to reset the device, with several failed attempts. The recharger was replaced and the issue resolved. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.